Event description:
Literature review title: factors that affect stent related complications in patients with malignant obstruction of the esophagus or gastric cardia. In table 2 they outline that 13 cases of pain were experienced (pain (as a stent related complication) was defined as pain that required an analgesic drug to relieve and had been considered a minor complication in the paper. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this specific adverse event so this is a conservative assessment.

Manufacturer narrative:
PMA/510(k)#: k162717. Device evaluation: the evo -pc- e device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document-based investigation was conducted. This file was created from the attached journal article ¿factors that affect stent related complications in patients with malignant obstruction of the esophagus or gastric cardia¿ three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this specific adverse event so this is a conservative assessment. This file captures 13 cases of pain experienced (pain (as a stent related complication) was defined as pain that required an analgesic drug to relieve and had been considered a minor complication in the paper. Documents review including IFU review: as the evo (esophageal metal) device from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo (esophageal metal) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0061-6, which informs the user about the potential complications "additional complications include, but are not limited to : perforation, hemorrhage, aspiration, reflux, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complication include, but are not limited to: stent misplacement and/or migration; tumor ingrowth or overgrowth; esophageal ulceration and erosion; nausea; chest or retrosternal pain; foreign body sensation; food bolus impaction; gasbloat; sensitivity to metal components; fistula involving trachea, bronchi or pleural space; intestinal obstruction secondary to migration; mediastinitis or peritonitis; airway compression; tracheal obstruction. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, chest or retrosternal pain is listed as a complication following the placement of this device. Summary: complaint is confirmed based on customer testimony. The patient suffered pain. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
All partially covered evolution esophageal stents approved under k162717 - us clearance number however cannot confirm exact rpn for this incident or whether this incident was caused by cook stent. This is a conservative assessment. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Literature review title: factors that affect stent related complications in patients with malignant obstruction of the esophagus or gastric cardia. In table 2 they outline that 13 cases of pain were experienced (pain (as a stent related complication) was defined as pain that required an analgesic drug to relieve and had been considered a minor "compliaction" in the paper. Three types of stent were used in this literature review: partially or uncovered ultraflex stents (boston scientific), partially covered or uncovered niti-s stents (taewoong medical) and partially covered evolution stents (cook medical). We cannot confirm that the cook evolution stent was related to this specific adverse event so this is a conservative assessment.